Event description:
The manufacturer received information alleging a call from the patient's family stating that the unit was unusable because ventilator inoperative alarm was sounding. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a call from the patient's family stating that the unit was unusable because ventilator inoperative alarm was sounding. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The device was returned and during the evaluation at the manufacturer's service center, an error code related to the ventilator inoperative" alarm was duplicated and the code for the alarm was confirmed. "After performing e-155fix with the test toll", the "ventilator inoperative" alarm was resolved, and the device passed final test. Additionally, not related to the issue, internal flow sensor was replaced as preventive action. Final test, battery check, valve check, run in tests were performed and confirmed the unit operated properly.

Manufacturer narrative:
The manufacturer previously reported information alleging a call from the patient's family stating that the unit was unusable because ventilator inoperative alarm was sounding. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The device was returned and during the evaluation at the manufacturer's service center, an error code related to the ventilator inoperative" alarm was duplicated and the code for the alarm was confirmed. "After performing e-155fix with the test toll", the "ventilator inoperative" alarm was resolved, and the device passed final test. Final test, battery check, valve check, run in tests were performed and confirmed the unit operated properly. The device's flow sensor was returned to receiving inspection quality laboratory for an error code indicating a machine flow sensor drift above the specification (>0.2lpm) in the event log. The service tech replaced the flow sensor as a discretionary/precautionary measure to address the issue. The tech did not confirm a problem with the flow sensor itself. Therefore, no further investigation of the flow sensor is required at this time.